Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt had passed away. Cause of death is not known at this time. Treating neurologist indicated that the ncp system was not related to the cause of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Further follow-up revealed that an autopsy was not performed. The death certificate listed the immediate cause of death as alzheimers dementia.